Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, inratio: 2.6, lab: 2.0. Same blood draw was used for both tests. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
The customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional info. The customer utilized venous blood sample during testing on the inratio meter. The inratio system is designed to use fresh capillary whole blood. Using a non-validated sample may lead to incorrect interpretation of system results. Additionally, the pt is 5 years old. Be advised testing has been limited to subjects age 18 and older. The customer's off-label use cannot be ruled out as a possible root cause for the unexpected results. Since the product associated with the complaint was not returned, and a lot number was not provided, manufacturing record review was not performed and further investigation was not possible. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.